Manufacturer narrative:
One cadd solis hpca pump was received in good physical condition. The reported issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was overdelivering by about 10%. There was no patient involvement.